Manufacturer narrative:
The sample has been returned for evaluation. A functional evaluation of the sample could not be performed as the device was returned depleted of all fifteen (15) fasteners. Returned with the device were three loose fasteners one of which was broken. The evaluation found no manufacturing anomalies, and there was no damage to the device. While a functional evaluation could not be performed, there was no indication that the device would have deployed a broken fastener. Based on the sample evaluation and investigation performed, a definitive root cause cannot be determined, the most likely cause is an event occurring during user/device interface resulting in the broken fastener provided. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. The instruction for use (IFU) provided with this device states: place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity. After successful deployment of all required fasteners, handle and dispose of in accordance with any local and federal laws regarding medical waste.

Event description:
It was reported that on (B)(6) 2020, during a bilateral laparoscopic inguinal hernia repair procedure the optifix device misfired while trying to secure the mesh and the tacker (fastener) broke into pieces. As reported, the broken fasteners were removed from the patient¿s body, and a new device was used to complete the case. There was no patient harm, or injury. The surgeon is an experienced user of the device.